Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for mg magnesium (mg) on a cobas integra 400 plus. The initial mg result was 3.6 mg/dl with a data flag. This result was reported outside of the laboratory where the physician questioned the result. The sample was repeated twice with results of 2.0 mg/dl and 2.1 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The mg reagent lot number was 25856001 with an expiration date of 31-mar-2019. The field service engineer (fse) visited the customer site where probes, fluidics and general operation of the instrument were checked. The fse noted cracks on the connecting acrylic block but no leakage was identified. The distributor fluid transfer head was replaced and a 21 sample precision check was run with acceptable results. The customer ran calibration and qc with acceptable results. The customer repeated 15 patient samples on (B)(6) 2018 and all results were acceptable. No issues were identified during a review of the customer's calibration, qc or alarm trace data. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer has had no further issues since the service visit.